Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm intermittently occurred while the customer was within the labeled operating altitude range. Reportedly, the alarm did not clear when customer loaded a new cartridge. Additionally, it was reported that the pump battery would not charge. The customer was able to successfully charge the pump using a different wall adapter. The customer's blood glucose level ranged from 115 to approximately 140. Reportedly, the customer reverted to an alternate method of insulin therapy.